Manufacturer narrative:
The device involved in the event was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.

Event description:
It was reported that there was "recurring tear in spot where the two tubes reach the hub (outside body). When the tubing directly outside of the hub is bended and when blood flows through it a leak occurs. As a result the catheter has to be replaced."